Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant. This rv lead was successfully replaced and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.